Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 shuntsystem with reservoir (part # fx349t) was implanted during a procedure performed on an unknown date. According to the complainant, the metal connector of the reservoir (connecting to the brain catheter) broke when the patient fell. The damaged product is still in the patient's body, but a replacement is planned.

Manufacturer narrative:
Manufacturing and quality control data: due to the limited information and the missing product investigation is restricted to tracability of manufacturing and quality control data. Due to the missing serial/batch number of the device, we are not able to trace the production and quality control data. We confirm that all parameters are checked and approved during production. In addition, our production and quality control system ensure that only products conforming to specifications will be provided on the market. Conclusion information : an investigation was not possible because the reservoir is still implanted and we are unable to provide a meaningful analysis.